Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The reported condition was due to wear and tear of the device. See service evaluation.

Event description:
On 09/14/2021, it was reported by a sales representative via sems than an ar-6529-06 boot is broken. This was discovered during use with no patient impact.